Manufacturer narrative:
17-dec-2025: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Lip is stuck in between the brush head [lip injury] brush heads spin off the toothbrush - oral-b refills [device breakage] product counterfeit - oral-b refills [product counterfeit] case narrative: the consumer stated in an email that the oral-b refills spun off the toothbrush. They later reported in a follow-up that their lip had gotten stuck between the brush head. No serious injury was reported. 17-dec-2025: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Event description:
Lip is stuck in between the brush head [lip injury] brush heads spin off the toothbrush - oral-b refills [device breakage]. Case narrative: the consumer stated in an email that the oral-b refills spun off the toothbrush. They later reported in a follow-up that their lip had gotten stuck between the brush head. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.